Manufacturer narrative:
It was confirmed that the device ar-8925t (lot: 14923418) was implanted on the (B)(6) 2022 and the wound revisions took place from the (B)(6) 2022 and the identified pathogen was finegoldia magna.

Event description:
It was confirmed that the device ar-8925t (lot: 14923418) was implanted on the (B)(6) 2022 and the wound revisions took place from the (B)(6) 2022 and the identified pathogen was finegoldia magna.

Event description:
It was reported that a patient got an infection after a tightrope® xp device was implanted. No further information was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Update avoe 11-sep-2024. It was confirmed that the wound revisions took place from on (B)(6) 2022 and the identified pathogen was finegoldia magna.b.

Manufacturer narrative:
Additional information.